Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient reported that he had an infection around the peg stoma end of july- beginning aug 2024. It was described as pus discharge from the stoma site. It was treated with unknown antibiotics for 10 days and dressing changes 2 times/day. Since 2-3 weeks ago, the stoma no longer had a dressing.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.